Manufacturer narrative:
This event is being reported as serious injury due to the reported abscess with surgical intervention. A review of the device history record for strattice lot sp200506 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Follow-up for additional information is ongoing, if additional information is made available, a supplemental report will be submitted.

Event description:
Physician reported via sales representative that a strattice tissue graft had to be removed from the patient due to an abscess.